Manufacturer narrative:
Awaiting add'l info.

Event description:
The physician claims that over the past three years (procedure dates and event dates have not been reported to bsc) there were several (amount unk) post-operative fevers in pt's receiving eptfe grafts (specific products are not identified by the customer at this time). The patients, in each case, were administered antibiotics (type not reported to bsc) to treat the fevers. The grafts were left in the patients in each case. The patient's condition in each case was reported as good with no serious injury. The customer has stated that further information is no available. Note: since no further information appears, at this time, to be attainable regarding the number of cases, dates of procedures and events and specific catalog and batch information regarding the products involved, we are electing, at this time, to report the physician's complaint in a single medwatch report.